Manufacturer narrative:
Calf supports.

Event description:
It was reported by service report that the calf supports not holding with pt weight. There was pt involvement; however, no adverse consequences are reported.